Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 8pm. He tested on the subject meter and observed a value of "389 mg/dl" which he felt to be higher than his usual readings/feelings. It is not known what range the patient considers to be normal. The patient manages his diabetes with victoza 1.8 mg injection once daily and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient did not develop any symptoms of high or low blood glucose but did state he contacted his doctor for advice on (B)(6) 2013 in the morning. His doctor did not provide any treatment advice but did suggest that he re-check his blood glucose with another meter. The patient then checked his blood glucose again with the subject device and observed a value of "266mg/dl" and within 30 minutes he tested on another meter (tru track) and observed a value of "109mg/dl". Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=30% and/ or <=30 mg/dl. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the subject meter caused or contributed to a serious injury. The patient denied developing any symptoms or receiving any treatment for an acute complication of diabetes. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.